Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was at the avf, with no vessel tortuosity; lesion type was restenotic post pta and no calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 6 mm, lesion length 10.00 mm, pre procedure 80 % stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The one month follow up in (B) (6) 2004, noted ¿very good patency¿. The patient did not experience an adverse event and did not have an intervention since the procedure. The three month follow up in (B) (6) 2005, noted ¿very good patency¿. The target lesion has remained patent since the procedure. The patient did not experience an adverse event and did not have an intervention since the procedure. The patient six month follow up in (B) (6) 2005, noted ¿restenosis¿. The target lesion has remained patent since the procedure. In (B) (6) 2005, the patient had conventional angioplasty on the target lesion for restenosis. The twelve month follow up in (B) (6) 2005, checking of blood pressure and flow during dialysis was performed. The target lesion has remained patent since the procedure. The patient did not experience an adverse event and did not have an intervention since the procedure